Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia. Reportedly the blood glucose meter read "hi" on the glucometer. Troubleshooting was performed and found that the time was set incorrectly in the insulin pump. The customer's husband was assisted with resetting the insulin pump to the correct time. Nothing further was reported.